Event description:
It was reported that the patient experienced recurrent low glucose during the night while using the device, and the patient¿s spouse requested guidance to stop an alarm that sounded every five minutes; the agent provided instructions on silencing the alarm by selecting the bell icon and dismissing the alert, and blood glucose had returned to range by the time of the call. Symptoms included hypoglycemia. Outcomes included successful self-management with oral glucose and completion of troubleshooting and education. Investigation included customer counseling on alarm dismissal and review of user-reported glucose status. Investigation of this case revealed that the device alarm functioned as designed and required user acknowledgement to stop recurring alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.